Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the water chamber produce bubbling sound, the device could be overheating and not sure by him. The patient also states that the bubbling noise starts for every one hour. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging in their dreamstation 2 advanced auto CPAP device the water chamber produces a bubbling sound, the device could be overheating and not sure by him. The patient also states that the bubbling noise starts for every one hour. There was no harm or injury reported. There was no medical intervention reported. Based on the information available, there is no evidence indicating a reportable malfunction occurred. An MDR is not required for this complaint.